Event description:
It was reported that during the procedure, the subject balloon was prepared as per the direction for use and during preparation, the subject balloon encountered slow inflation and deflation. The physician placed the subject balloon catheter inside the patient's anatomy and encountered difficulty in inflating/deflating the balloon. Then the physician partially deflated the balloon inside the patient's anatomy and removed the subject balloon without any difficulties. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
H4 manufacturing date: added. H3 device evaluated by mfg: updated. H3 summary attached: updated. D4 expiration date: added. D9 product available to stryker: updated. D9 returned to manufacturer on: updated. The returned product was confirmed to be the product reported in the complaint. During visual inspection, the balloon catheter was inspected and the ldpe/lldpe layer was found torn/split. Dried blood was present inside the tip of the balloon microcatheter. During functional inspection, dried blood was removed from inside the balloon microcatheter tip and the device was inflated without difficulty and no leaks were noted. The balloon microcatheter was deflated without any issue. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and the reported event was confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information there was no damage noted to the packaging prior to the preparation of the device, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use. It was noted that continuous flush was not maintained throughout the clinical procedure. The returned balloon catheter was inspected and the ldpe/lldpe layer was torn/split. Dried blood was present inside the tip of the balloon microcatheter and was removed, and all these factors may have contributed to the reported event. As assignable cause of not confirmed will be assigned to the as reported events balloon difficult to inflate and balloon difficult/unable to deflate during use as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. An assignable cause of 'procedural factors' will be assigned to the as analyzed event balloon catheter damaged as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure, the subject balloon was prepared as per the direction for use and during preparation, the subject balloon encountered slow inflation and deflation. The physician placed the subject balloon catheter inside the patient's anatomy and encountered difficulty in inflating/deflating the balloon. Then the physician partially deflated the balloon inside the patient's anatomy and removed the subject balloon without any difficulties. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.